Event description:
It was reported, the patient's ipg was unable to communicate with his charger and programmer. A replacement charger was unable to resolve the issue. The patient reported, he went out of the country and forgot his charger; therefore, he was unable to charge his ipg for over a month. The physician explanted and replaced the ipg. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.